Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(6). (B)(4). Failure (event) observed during analysis. Final analysis found that the insulation was abraded at multiple locations. Abrasions are consistent with constant friction with another implantable device.